Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1. To fix the issue the field service engineer (fse) replaced the battery pack cable assembly. All calibration & functional test were performed. The unit is working satisfactorily and was handed over to customer in good working condition.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) units backup battery is not working, there was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units backup battery is not working,

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.